Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. Performance data was collected from the device and analyzed. Low ventricular impedance was found. It was also noted that recorded ventricular impedance values had been declining, with recent values less than 200 ohms.

Event description:
It was reported that the pacing impedance steadily decreased over a seven month period on the model 6932 lead. There was also a steady rise in high voltage impedance. Save-to-disk files showed non-sustained tachycardias. The caller questioned if cautery used during surgery that same day was the cause. The patient also had 3 ventricular fibrillation episodes, with shock impedances within normal range. However, one episode required external rescue for an unknown reason. The lead was replaced. A report on the model 4068 lead was subsequently received reporting that it had been capped due to an insulation break at the same time as the model 6932 lead. The pace/sense portion of the model 6932 lead had been capped, because of therapy received for sinus tach, due to oversensing back in 1999, and the model 4068 lead had been implanted and used for pace/sense in the right ventricle, until both leads were removed from service on 10/2/06. No patient complications were reported as a result of these events.